Event description:
The customer reported that there was variation between the blood glucose level and the sensor reading. The blood glucose level was low and the meter was stating that the reading was over 200 mg/dl. The current blood glucose level is 175 mg/dl. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.